Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient was instructed to go to the closest emergency room. Patient was contacted immediately and instructed to go to ER and he was admitted to overnight stay. Patient was released on (B)(6) 2018. Patient was in stable conditions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 5mg/ml concentration at 1.006 mg/day dose and bupivacaine, 5mg/ml concentration at 1.006 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient started exhibiting somnolence following their scheduled refill and programming appointment approximately 2-3 hours after appointment while the patient and their spouse were traveling back from their refill appointment with the managing hcp. The patient continued having symptoms and the patient's spouse took them to the emergency room (ER) at the facility there he was admitted. No environmental/external/patient factors that may have led or contributed to the issue were noted. Admitting hcp reviewed pump printout from recent refill appointment and notified the rep this morning sometimes approximately 11:00 am. The facility's hcp notified the rep and requested that the rep come and assist him in programming the pump to the setting previous to the most recent refill appointment. At the last refill appointment the managing hcp had changed drug concentration as well as the continuous daily dose and patient programmer (ptm) programming. The bridge bolus was still in progress when the pump was interrogated today. The hcp re-preprogrammed the pump to the desired dose and updated the pump and the bridge bolus was still in progress and the new programmed settings were verified. Pump print out if updated status provided at this time. Logs were also provided. The dose was reduced to the previous daily dose of 0.89 mg/day with previous ptm settings as set previously. At the time of this report, it was unknown if the issue was resolved and patient status was alive- no injury. No further complications were reported.